Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to communicate unit with transmitter/sensor due to upon battery installation unit alarmed pump error 55. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 55 alarm was recorded on 12/12/2024 10:01:59.000. During download review, pump error 53 alarm was also recoded in main error log (adapt). File ID=65535 line ID=65535. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. It was determined that pump error 55 was cause by a hardware issue. Problem isolated to electronic assemblies. Unit also received with the following cosmetic damages: pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube) and scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the sensor not connecting to the pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, and mmt-7040ma. Troubleshooting was partially performed. The transmitter was in warranty, compatible, programmed into the pump, and connected to a fully inserted sensor. The customer declined or was unable to proceed with further troubleshooting. It was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7040ma. Updated summary: the customer discontinued the use of the pump. Mmt-1884 was requested and customer responded the device was returned.